Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician suggested that the patient reach out for larger size garments due to the irritation. Follow up indicated that the skin irritation improved with new garments.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.